Manufacturer narrative:
This product is not marketed in the us. (B)(4). No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 13.2mm, vicmo13.2,-10.50 diopter, implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2019. On (B)(6) 2019 the lens was removed due to excessive vault. It was reported that the patient was unwilling to replace the lens after the lens was explanted for personal reasons. After explanting the lens the problem resolved, the patient bcva and uvca remained at the same level as before surgery and iop was normal.

Manufacturer narrative:
Corrected data: h6-result code 114 to be included in previous MDR. Claim# (B)(4).

Manufacturer narrative:
Lens returned dry in a lens case/vial. Visual inspection found no visible damage to lens. The returned lens is not the size stated in the claim. Dimensional verification was performed and did not find the lens to be within specifications. Method code 3331: device history record (DHR) review: based on the results of the investigation, all released devices from the associated work orders(s), including the suspected device, have been manufactured within established parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim# (B)(4).